Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the reload was difficult to fire when used with a powered handle and standard adapter. The device was replaced with a new reload to resolve the issue. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found that the jaws were open.

Manufacturer narrative:
Correction:e1 (phone number) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired. Pushers were visible up to the 2.5cm cut line. The jaws were open. Staple pushers were flush with the cartridge. The remaining buttress material had been cut and was still attached to the reload distally. It was reported that during use, the reload was difficult to fire when used with a powered handle and standard adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use on tissue that does not easily compress to 1.2 mm-1.95 mm. Do not use on tissue that does not easily compress to 1.95 mm-2.7 mm. Use of this product in applications other than those indicated has the potential for serious complications, such as inadequate reinforcement strength, staple pullout, infection, abrasion, migration and erosion. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.